Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels over 600 (mg/dl) and diabetic ketoacidosis. Customer administered correction boluses to treat bg levels; however, bg levels remained elevated and customer was admitted to the hospital on (B)(6) 2016. While in the hospital, customer was treated with intravenous insulin. Reportedly, contact did not believe that the pump was working; however, during troubleshooting with tandem technical support on (B)(6) 2016, contact witnessed insulin exit the cartridge tubing. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.